Event description:
It was reported that the patient experienced an infection at the ipg site. The patient is being treated with antibiotics, but the infection is still present. Next course of action is undetermined at this time.

Manufacturer narrative:
Date of event is estimated.

Event description:
Additional information was received that the infection has cleared after being treated with antibiotics.

Manufacturer narrative:
D10 correction: therapy date should have been on (B)(6) 2024 rather than on (B)(6) 2024.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.